Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's lead exhibited noise. The lead was explanted and replaced. The patient was stable throughout the procedure.